Event description:
Sales rep. Reported that within the last six months, a patient experienced post-op pain using one of the calaxo screws. The problem is on the tibial side. The surgeon had countersunk the screw 2-3mm. No other information is available at this time.

Manufacturer narrative:
No product is being returned for evaluation. H7: reinforced surgical technique to customer.